Event description:
Tip of guide wire broke off during cardiac catheterization procedure and was not retrievable. A (B)(6) female patient hospitalized with severe left ventricle failure required coronary artery angiography. Procedure required extensive manipulation of catheter and guide wires. During the procedure the tip of the whisper guide became entrapped between the stent and the vessel wall. Approximately 5 mm of the guide wire broke off in the coronary artery. Outside the mechanical stent struts. Another 1 mm segment of guide wire was identified in the diagonal branch of the artery. Patient tolerated procedure well and was discharged without acute complications.